Event description:
The customer reported that the ortho provue misread sample barcode ID numbers. No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
An ocd field engineer visited the customer site and determined that the customer's barcode label printer was not printing good quality labels. There were inconsistencies in the labels, which was caused by the label printer skipping. The provue was able to correctly read labels printed from a different label printer. The fe performed sample camera adjustments and advised customer to monitor barcode label printer and replace it if needed. This customer has not logged any similar complaints against this instrument since this instrument. Incident is isolated. (B)(4).